Event description:
The reporter stated the surgeon inserted an aa4203tl silicone single piece lens with toric optic into the patient's eye. The physician broke the capsule bag. A vitrectomy was performed. The lens was removed and replaced with a sulcus lens. The incision was widened, no suture required. The lens was discarded by the facility.

Manufacturer narrative:
Pt age and weight: unk. Band name: silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®) with toric optic. (B)(4). Method: lens work order search. Results: a lens work order search was performed and no similar complaint was found. Conclusion: (use error caused or contributed to event). (B)(4). Device was discarded by the facility.